Event description:
It was reported that the patient underwent an explant procedure of the spinal cord stimulation (scs) system. The reason for explant is unknown however, there were no device issues as specified by the doctor. The explanted devices were not returned for analysis, as they were not released by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7071616. Product family: scs-linear leads. Upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 5058552.